Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving infumorph 2000mcg/ml at 440mcg/day via an implantable pump. The other medications that the patient was taking at the time of the event were diltiazem, aspirin, doxylamine, omeage-3 fatty acid, prilosec, prednisone and multivitamin. The patient¿s medical history included tachycardia (psvt), gerd, hypertension, tonsillectomy and chronic pain. The indication for use was non-malignant pain. It was reported that the pump was beginning to erode through the skin. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the patient was started on oral antibiotics. The actions and interventions taken to resolve the issue was the physician elected to explant the pump and trimmed off 3cm of the existing catheter from the right lower abdomen, splicing on 29cm of a new catheter, tunneling over to newly implanted pump onto left lower abdomen. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.